Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to fluid leakage at an unspecified location. A revision surgery was performed. Upon examination, the balloon was found to be deflated; therefore, it was replaced to test the remaining components. The explanted balloon was tested and appeared to be functioning as intended. Tests on the pump and cuff were performed but results were inconclusive. It was believed that debris may have gotten into the pump while testing so it was also replaced. In addition, the cuff was reported to be implanted very deep due to scarring of the abdomen and penis. Due to the position of the cuff, it was not replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.